Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
Related to MFR # 2183959-2010-00509. (B)(6) was implanted with an ams apogee on (B)(6) 2009. On (B)(6) 2010, the physician reported the patient had pain, discomfort-vaginal pain with intercourse second to levator pain and constipation. It was stated that this event was related to the device and the procedure. The patient has undergone pelvic floor physical therapy for the dyspareunia, muscle pain and constipation. The event is stated to be continuing.